Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. However, logs indicated iris too large and overload fault errors. Calibrated camera to address iris error. Completed filament calibration to address the arcing sound. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system displayed an iris pot error and made an arcing sound. The system had to be rebooted to continue use. There was no report of patient injury.